Manufacturer narrative:
(B)(4). Batch # n5707k. The analysis found that one psee60a device was returned with no apparent damaged. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. A gst60b cartridge reload was received unfired and loaded in the device. The device was disassembled to reset the bailout system and it was noted that the firing mechanism was nonfunctional. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. The device was not tested for functionality due to its condition. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n5707k.

Event description:
It was reported that during a sigmoid resection procedure, after positioning the stapler on the bowel (with a blue reload in it) they tried to fire the stapler for the third time (the first two firings were without any trouble). They heard a strange sound (some sort of click) and the stapler didn¿t work. A yellow part broke off the stapler. Besides the stapler could not be opened anymore and they had to use the manual lever on the top of the device and a forceps to open the stapler and remove it from the bowel. They found a yellow piece on the patient. They collected the broken device including the reload and yellow piece for submission as a product complaint. There were no adverse consequences for the patient.